Event description:
It was reported that the right ventricular (rv) lead was previously capped for an unknown reason. During a recent procedure the capped rv lead was found to have an apparent fracture due to visible damage at the subclavian and rib. Follow up information was attempted, however, was unavailable. The rv lead remains capped and not in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.